Event description:
On (B)(6) 2012, lifescan (lfs) contacted the lay user/patient from the united states as part of an outbound program. During that call the patient alleged that their onetouch verio iq meter was prompting a battery indicator symbol instead of the apply sample symbol when they attempted to test their blood glucose. Per the onetouch verio iq product manual the battery indicator prompts when the battery needs to be replaced in the meter. The patient did not allege any harm or injury due to the alleged issue. During the call the patient stated that he had charged the battery and 3 days later the subject meter was prompting "low battery." The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting a battery indicator instead of the apply sample symbol when they attempted to test their blood glucose. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.